Event description:
Recently, a customer has reported a softwaare error in our thyroid uptake and well counter systems which may cause incorrect result under certain conditions. During a thyroid uptake procedure, it the initial capsule count is taken after 7:00 pm and before midnight, and a subsequent capsule count is calculated by the software for a time after midnight, then the calculated capsule value will be incorrect. This decay correction error occurs only when the initial capsule count is taken between the hours of 7:00 pm and midnight (12:00 am). When the initial count is measured at any other time, the software calculates the effects of radioactive decay correctlyinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.